Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a firmware mismatch error. This issue is not related to physical damage/abuse. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for evaluation of firmware mismatch error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Power up was perfumed and the device powered up with alarm. The primary problem was the interconnect board. Problem was verified, replaced interconnect board. Device passed all the functional testing.